Event description:
It was reported that t-wave oversensing (twos) on the right ventricular (rv) lead caused an inappropriate shock. The very small rwaves and short intervals inhibited the twave algorithm and the rate was too fast for wavelet to be applied. The rv lead anchoring sleeve was loose when the pocket was reopened for repositioning. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned, analyzed and no anomalies were found. No anomalies with the anchor sleeve noted.